Event description:
It was reported the patient presented for a generator exchange. Prior to the procedure, it was noted the atrial lead had increasing capture thresholds and had dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of dislodgement and rising capture thresholds were not confirmed. A partial lead was returned in one piece for analysis. Helix analysis could not be performed without the lead helix. Electrical and visual examination of the returned portion were normal with no anomalies found.